Manufacturer narrative:
Additional information: g3, h3. H6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2024, it was reported by a sales representative via (B)(4) that an ar-3680 fibertak button implant system pulled out when shuttling the sutures through. The case was completed using a new fibertak button implant system. This was discovered during a shoulder scope procedure on (B)(6)2024. Additional information received on 12/6/2024: the case was delayed for about four minutes; however, the sales representative was unsure if additional anesthesia was administered.